Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The probe wipe was leaking blood and diluent while running quality control samples on the instrument. The volume of the leak was reported as about 1 ml and the leak was not contained. The operator was wearing personal protective equipment of gloves, eyeglasses and a lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and found the probe wipe was binding and not able to travel to the end of the probe. This resulted in the probe wipe block in the wrong position and dripping fluid. The fse cleaned and lubricated the probe wipe assembly to resolve the leak. (B)(4).